Manufacturer narrative:
Based on the information provided to date, this is a patient with a complicated medical history, and at this time, we are unable to determine to what extent, if any, the bard devices may have caused or contributed to the events as alleged. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. If additional information is obtained, a supplemental MDR will be submitted. An additional MDR has been submitted to document the other bard composix ex hernia patch implanted in 2007. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient: on (B)(6) 2003 - patient underwent a gastric bypass due to obesity which resulted in multiple postoperative adverse events including bowel blockage, rupture of her bowel, cardiac arrest which resulted being intubated, placed on life support for 6 months followed by acute dialysis and rehabilitation. On (B)(6) 2007 - patient was diagnosed with two incisional hernias and underwent repair with the implant of two bard composix e/x hernia patches. On (B)(6) 2014 - patient presented to the ER with nausea and demonstrated delusional and erratic behavior for which she was diagnosed with sepsis. At this time she reports undergoing an emergent exploratory laparotomy during which the bowel was noted to have been "torn." As reported, feces had been leaking into her abdominal cavity which then caused her to become septic, a bowel resection was performed as well as partial removal of the bard composix e/x hernia patches. Post operatively the patient reports having had an abdominal "decompression tube" placed until (B)(6) 2015. On (B)(6) 2015 - patient presented to the ER with complaints of severe abdominal pain. She underwent emergent exploratory laparotomy and had an additional bowel resection and additional mesh removal. On (B)(6) 2015 - patient's abdominal wound incision was extremely red and when the surgeon removed the staples a large amount of purulent discharge was expressed through the wound, the patient was diagnosed with an intraabdominal abscess. The surgeon placed a wound vac to help promote wound healing as well as removed more pieces of the composix e/x hernia patches. The patient reports that multiple md office visits resulted in wound debridement along with removal of pieces of the composix e/x patches. Currently the patient reports that she is routinely treated at a wound center and has been recommended to consult with a plastic surgeon to assist with repairing the abdominal wound.

Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent due to product identifiers which were provided for the composix e/x mesh. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.